Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 into the pt's eye and noticed the haptic/optic was torn. The lens was removed and replaced with another model lens with no pt injury.